Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient has contacted their health care provider (hcp) in july/october in 2023 and was told they couldn't do anything else for the patient. Patient stated they were tired of living in pain and the issue was not yet resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after implant patient experienced pain that irradiates from both legs toward the bladder, with causes difficulty walking and standing up. The initial pain was in one leg. Persistent pain in the bladder area can be perceived as ¿bladder been pulled out of the body¿ and ¿pinching sensation.¿ after the implantation, bladder issues have increased. This issue has impaired her daily activities and requires additional use of adult diapers. Patient has gone to the ER multiple times but has not been able to receive care due to a lack of programming equipment by the hospital. Patient has contacted sale representative and medtronic support via phone but has not received a path forward to relieve the pain. The patient has considered removal of the device due to consistent pain.